Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after the patient was discharged home on (B)(6) 2018, the patient reported back to the emergency room via ambulance after a fall at home. Since that time the patient has been watched as an inpatient until (B)(6) 2018, when the patient was released to acute rehabilitation. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. It was reported that the patient expired on 18 mar 2018, the outcome not device related. The pump was not explanted for evaluation. Neurologic dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The vad coordinator reported that the patient expired on 18 mar 2018. The outcome was not device related. The pump was not explanted for evaluation.